Manufacturer narrative:
(B) (4). Conclusion: no product was returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the cord bunched up in the screw head causing the outer sheath to come away from the inner section of the cord. The surgeon cut the cord out and completed the case with a 2nd cord.